Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was dropped and reservoir unable to lock and customer could not rely on the insulin pump delivery anymore. Customer's blood glucose level was 27 mmol/l at the time of the incident. High blood glucose was treated. The reservoir will not be returned for analysis.